Manufacturer narrative:
Evaluation results: migration, endoleak, severely angulated aortic neck and disease progression. Conclusion: moderately angulated aortic neck and disease progression. Secondary intervention required.

Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm approximately 49 months ago. Vessel morphology at the time of implant was reported as 60 degree aortic neck angulation. Current vessel morphology is severe aortic neck angulation due to patient disease progression. It was reported that the stent graft has migrated with a type I endoleak, resulting in aneurysm rupture. The physician elected to place another manufacturer's aortic cuff, the migration and the type I endoleak was resolved. There are no additional clinical sequelae reported and the patient was reported to be fine.